Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00232 ; 540-01-001, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that revision surgery was performed due to infection. The surgeon conducted a joint washout, and the bearing and condyles were replaced.